Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that water leaked from the valve during pretest. It was stated that the water could not be injected during the pretest and leaked. The device was not used for the patients yet. The same event had occurred in one other case (reported with a different number). Per follow-up information received from ibc on 30nov2022, stated that other case mentioned in the event was already reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the valve during pretest. It was stated that the water could not be injected during the pretest and leaked. The device was not used for the patients yet. The same event had occurred in one other case (reported with a different number).